Event description:
It was reported that the pump was not charging properly. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer to use multiple daily injections as a backup therapy to ensure insulin delivery.